Event description:
It was reported that during a pta treatment procedure to dilate a totally occluded "instent restenosis" in the popliteal artery, the balloon separated from the catheter. The physician had tried to cross the lesion with an .035 wire, but due to total occlusion and heavy calcification, found that an .018 wire was necessary to cross the lesion. A symmetry balloon catheter was then tracked over the wire and across the lesion. One inflation was performed using an inflation device without a gauge and held for approx. 10 seconds. The physician then proceeded to attempt to withdraw the balloon catheter and resistance was encountered. At this point, the balloon came off of the catheter. The physician thought that the balloon may have become caught up on calcium within the lesion. No retrieval attempts were made and the procedure was considered unsuccessful. Pt status is reported as 'ok' following the procedure.